Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/perforation (fallopian tube(s)),"), device breakage ("device breakage") and menorrhagia ("menorrhagia") in a 33-year-old female patient who had essure (batch no. 626284) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain/pelvis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), acne cystic ("rashes or skin conditions (cystic acne-face, back, arms)"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight decreased ("weight loss"), alopecia ("hair loss"), hypersensitivity ("possible allergic reaction"), lymphadenopathy ("lymph node swelling"), menstrual disorder ("large clots with menses"), increased tendency to bruise ("easy bruising"), dizziness ("dizzy spells"), paraesthesia ("tingling"), hypoaesthesia ("numbness") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, nausea, tooth disorder, allergy to metals, vaginal discharge, fatigue, weight decreased, alopecia, hypersensitivity, lymphadenopathy, increased tendency to bruise, dizziness, paraesthesia, hypoaesthesia and abdominal pain outcome was unknown, the menorrhagia, vaginal haemorrhage and menstrual disorder had resolved and the acne cystic and dysmenorrhoea was resolving. The reporter considered abdominal pain, acne cystic, allergy to metals, alopecia, device breakage, dizziness, dysmenorrhoea, fallopian tube perforation, fatigue, hypersensitivity, hypoaesthesia, increased tendency to bruise, lymphadenopathy, menorrhagia, menstrual disorder, nausea, paraesthesia, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2016 and (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: reporter information, patient details, other relevant history, product information, and events- menorrhagia, abnormal bleeding (vaginal), rashes or skin conditions (cystic acne-face, back, arms), nausea, dental problems, nickel allergy, dysmenorrhea (cramping), vaginal discharge, fatigue, weight loss, hair loss, possible allergic reaction, lymph node swelling, large clots with menses, increased, easy bruising, dizzy spells, tingling, numbness, abdominal pain were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/perforation (fallopian tube(s)),"), device breakage ("device breakage") and menorrhagia ("menorrhagia") in a 33-year-old female patient who had essure (batch no. 626284) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain/pelvis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), acne cystic ("rashes or skin conditions (cystic acne-face, back, arms)"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight decreased ("weight loss"), alopecia ("hair loss"), hypersensitivity ("possible allergic reaction"), lymphadenopathy ("lymph node swelling"), menstrual disorder ("large clots with menses"), increased tendency to bruise ("easy bruising"), dizziness ("dizzy spells"), paraesthesia ("tingling"), hypoaesthesia ("numbness") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (ablation). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, nausea, tooth disorder, allergy to metals, vaginal discharge, fatigue, weight decreased, alopecia, hypersensitivity, lymphadenopathy, increased tendency to bruise, dizziness, paraesthesia, hypoaesthesia and abdominal pain outcome was unknown, the menorrhagia, vaginal haemorrhage and menstrual disorder had resolved and the acne cystic and dysmenorrhoea was resolving. The reporter considered abdominal pain, acne cystic, allergy to metals, alopecia, device breakage, dizziness, dysmenorrhoea, fallopian tube perforation, fatigue, hypersensitivity, hypoaesthesia, increased tendency to bruise, lymphadenopathy, menorrhagia, menstrual disorder, nausea, paraesthesia, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: date(s) of removal: (B)(6)2016 and (B)(6)2016 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of ptc (product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device breakage ("device breakage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) and pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device breakage and pain outcome was unknown. The reporter considered device breakage, pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.